Event description:
The user facility reported that during an endoscopic retrograde cholangiopancreatography procedure (ercp), the distal end cover attachment (single use distal cover) fell off the scope (evis exera iii duodenovideoscope). There was no patient or user injury reported due to the event. It was noted that there may have been more than one occurrence of the same issue, but no further information was available at the time. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The evis exera iii duodenovideoscope model tjf-q190v is reported in the MDR with patient identifier (B)(6). The single use distal cover model maj-2315 is reported in the MDR with patient identifier (B)(6).

Manufacturer narrative:
The olympus account manager performed an in-service for the gastrointestinal/endoscopy nurses and or staff at the user facility on the use of the distal end cap attachment (maj-2315). The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was not returned to olympus for evaluation. Since the subject device was not sent to olympus, it was unknown whether the device had any nonconformity. Three attempts were performed to obtain additional information, but no response was received from the customer. The device history record was not able to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the distal cover may have been able to come off the subject device easily due to the following, causing the suggested event. The distal cover was inappropriately attached. There was a crack or pin hole on the cover. Chemical solutions, such as anti-fog agent, adhered to the distal cover, which caused breakage of the cover. Since additional information from the user was not provided, it was difficult to presume cause of the event any further. A root cause could not be determined. The instructions for use states the following: "important information - please read before use: precautions: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. / damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover. 5 hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. 6 twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. If finding irregularities on the single use distal cover or incorrect attaching the single use distal cover in the steps from 3 through 8, detach the single use distal cover from the distal end of the endoscope and replace it with a new one. Refer to ¿detaching the single use distal cover¿ on page 52. With a new single use distal cover, repeat step 1 through 8." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the reported event that was inadvertently not included in the previous medwatch submissions. Additional information provided in event.

Event description:
Additional information was received from the user facility regarding the reported event: the distal end cap fell off in the upper esophagus as the scope was being withdrawn from the patient. The distal end cap was successfully retrieved, although it was not reported how it was retrieved. The intended procedure was successfully completed. There was a slight delay in the procedure, in that it took a few minutes to retrieve the distal end cap. There was no harm or injury to the patient.